Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that their device would not complete the boot up cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker for evaluation. The reported issue was verified. The cause of the reported issue was determined to be due the software upgrade being interrupted. The device was archived by stryker. The customer received a replacement device.